Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation on her chest and back underneath the garment. The patient reportedly had indentations from the garment digging into her skin and bruises from scratching the irritation. The patient made her physician aware and the physician was continuing to treat and monitor the irritation. The patient reportedly had been placed on three different types of creams. Follow-up indicated that the irritation had improved.